Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported neonate patient blood glucose results of 45 mg/dl on the inform system at 1253, lab result of 26 mg/dl from a lab sample obtained at 1303. Caller states that patient had not received any medications or additional treatment at time of incident. Reported no adverse event relative to discrepancy. Strips not available for return. A request was made for the return of the meter, replacement sent.